Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000140359. It was reported to abbott, one of the leads had migrated and was repositioned. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-01304. It was reported that the patient experienced a lead migration from one of their scs leads. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's lead was repositioned. Intraoperatively the patient's ipg was triggering the error message "cannot connect to generator. A problem was found with the generator that could not be repaired. Contact abbott technical support." On the attending reps clinician programmer. The patient's ipg was deemed inoperable and was explanted and replaced to complete the surgical procedure. Therapy was restored post operatively.